Manufacturer narrative:
(B)(4).

Event description:
The pt fell and both leads broke, resulting in higher energy requirements from the implantable neurostimulator to provide stimulation. The implantable neurostimulator underwent rapid battery depletion (reference mfg report 3004209178201002726). A rechargeable implantable neurostimulator was placed. Only one of the leads was able to be replaced. The second lead 'would not feed.' It is unclear if this is a connection issue (ie, the lead would not enter the neurostimulator header) or an issue with the forwarded movement of the lead to an intended location. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.